Event description:
It was reported via repair work order that the cot had intermittent zoom due to loose zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.